Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer had broken pins inside the electrogram output connector. Analysis also found the power cord door is damaged, hinge bullet cover is missing, and hinge plate screw are missing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer had broken pins inside the electrogram output connector. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.